Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was interrogated prior to a procedure to replace the right ventricular transvenous defibrillation lead. The interrogation showed a charge time of 21.5 seconds. The physician elected to replace the ICD as well as the right ventricular transvenous defibrillation lead due to increased pacing impedance, pacing thresholds and shocking impedance measurements. No adverse patient symptoms were reported.